Event description:
Per independent repair center statement unit is alarming or red light. The key failure was the manifold valve not shifting fully. Additional malfunctions were the inlet filters were dirty.